Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user, after being off the ilet system for over a month per clinical guidance, contacted support to perform a factory reset and resume therapy. During the process the user experienced hyperglycemia around 300 mg/dl, expected in the context of transition, and insulin delivery was subsequently resumed after the reset and dexcom warmup. Symptoms included elevated blood glucose without reported acute complications. Outcomes included completion of troubleshooting steps and education, with restoration of device setup and insulin delivery. Investigation included a technical support-guided review and setup of the ilet system. Investigation of this case revealed no device malfunction and that the event occurred during reinitiation of therapy following a prolonged interruption. It was concluded that the hyperglycemia had an unclear cause but was associated with therapy transition and was resolved after factory reset and resumption of insulin delivery. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.